Event description:
It was reported that an asymptomatic patient presented suffering from infection. Vegetation was noted on the right atrial and right ventricular leads. The system was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).